Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The case was on IFU and the positioning of the aortic body was correctly preformed (right renal artery was lower). A cross-over lumen was not necessary. Angio was performed and the two legs were released, but in time (22 min after mixing) a significant type ia endoleak was identified. Ballooning was performed immediately with a non-endologix balloon; however, this was unsuccessful. As a balloon expandable stent was not available, complete embolization of the aneurysm sac was performed with glue and coils. The first ring was perfectly at the aortic wall and was not enfolded. The second sealing ring appeared compressed and not on the wall. The last angio final result was good.